Event description:
It was reported the customer received a failed battery test alarm. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Failed battery test alarm due to battery tube not connected properly to b1 on ib. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).